Event description:
The customer reported via phone call that the insulin pump had unresponsive act and esc buttons, which she noticed during a bolus attempt. The customer's blood glucose was 214 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at the lcd board. The insulin pump has cracked case at the display window corners and with minor scratched lcd window.